Event description:
A customer contacted beckman coulter inc. (Bci) in regards to five false low creatinine (cre) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory. The samples were repeated on an alternate unit and higher results were obtained. Amended reports were initiated. Unknown if patient treatment was initiated or withheld.

Manufacturer narrative:
The system had the original creatinine (cre) module with the older style stirrer motor. A field service engineer (fse) replaced the entire cre module. The part will be returned for investigation. The following med-watch reports are linked to this event: 2050012-2010-00956, 2050012-2010-01223, 2050012-2010-01224, 2050012-2010-01225, 2050012-2010-01226, 2050012-2010-01227. Cts performed troubleshooting.

Manufacturer narrative:
The system had the original creatinine (cre) module with the older style stirrer motor. A field service engineer (fse) replaced the entire cre module. The part will be returned for investigation the following med-watch reports are linked to this event: 2050012-2010-00956, 2050012-2010-01223, 2050012-2010-01224, 2050012-2010-01225, 2050012-2010-01226, 2050012-2010-01227.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to five false low creatinine (cre) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory. The samples were repeated on an alternate unit and higher results were obtained. Amended reports were initiated. Unknown if patient treatment was initiated or withheld.